Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an episode of fast ventricular tachycardia (vt), the device attempted to convert the patient with multiple shocks, but was unsuccessful. The rhythm eventually self-terminated, and the device remains in use. No patient complications have been reported as a result of this event.